Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right ventricular lead exhibited noise which was reproducible with pocket manipulation. Boston scientific technical services discussed a chest x-ray to assess the lead for any damage. No adverse patient effects were reported. The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.